Event description:
It was reported that this ICD recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be prematurely. Device replacement was recommended. This ICD was explanted and replaced with different model. No additional adverse patient effects were reported.